Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary pnt401003h-no anomalies found. Lfl002680v-proximal conductor fracture observed during full lead analysis.

Event description:
It was reported that the patient received approximately 20 inappropriate shocks in a 15 minute period due to inappropriate sensing. Lead noise and right ventricular lead pacing impedance increase were observed. The device was removed after failing to administer a shock during dft testing. The full lead and device were explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient received approximately 20 inappropriate shocks in a 15 minute period due to inappropriate sensing. Lead noise and right ventricular lead pacing impedance increase were observed. The device was removed after failing to administer a shock during dft testing. The full lead and device were explanted. No patient complications were reported as a result of this event. Attorney alleges that the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress related to the lead.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - no anomalies found. Proximal conductor fracture observed during full lead analysis. Other: it was reported that the patient received approximately 20 inappropriate shocks in a 15 minute period due to inappropriate sensing. Lead noise and right ventricular lead pacing impedance increase were observed. The device was removed after failing to administer a shock during dft testing. The full lead and device were explanted. No patient complications were reported as a result of this event. Attorney alleges that the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress related to the lead. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications: no conclusion can be drawn impedance, high interference output, none, shock, inappropriate, failure to fire.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the patient had received inappropriate therapy. Emergency services was notified and the patient was taken to the hospital where detections were programmed off until replacement procedure. It was further reported that the patient's heart "stopped during the procedure and it wouldn't start back up on it's own" and the patient had to be revived.